Event description:
It was reported that the patient was admitted into the hospital after receiving inappropriate shock due to noise. An increase in pacing lead impedance was observed. Fluoroscopy revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were found at 7.8-11.2cm (etfe coating of one sensing conductor was damaged), at 8.8-10cm (etfe coating of one rv cable was damaged) and at 12.2-13.5cm (etfe coating was intact) from distal tip. Internal insulation abrasion was found under the rv shock coil at 4.5cm from distal tip. Etfe coating of one sensing conductor was damaged at this location. Pacing coil was fractured close to helix shaft due to cyclic stress. The reported complaint was caused by the fracture and short circuit in sensing/pacing paths attributed to abrasion under rv shock coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.